Manufacturer narrative:
Other applicable components are: product ID: 3057. Product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported that the day of the procedure the patient had slept most of the day. It was unknown if this was resolved at the time of the report. Additional information was reported. The patient was feeling pain on the incision site. Patient was unsure if it was due to stimulation. It was unknown if this was resolved at the time of the report. Additional information was received. The patient reported that their healthcare provider told them it seemed like their leads may have moved because they were leaking. Patient reported they did a test run to the grocery store and they were leaking when they were going to the grocery store, they were doing this in hope they would no longer leak. Patient was informed that it was ok to increase amplitude periodically for comfortable stimulation. There were no known contributing factors to the reported event. The issues were reported as unresolved. No further complications were reported or anticipated.